Manufacturer narrative:
The listed conclusion code and result code are for the reported occlusion alarm.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent cartridge 19 alarms during insulin delivery. The customer change the cartridge and then received an occlusion alarm. The customer's blood glucose (bg) level was 482 mg/dl. The customer changed all of the supplies on the pump and a correction bolus was delivered to address the bg level.